Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks through out the device with a complete hypotube separation 17.2cm distal of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Contrast was found in the inflation lumen and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to a toughy that was connected to the detached end of the hypotube to inflate the device to the rated burst pressure. Balloon inflated, and no damage was detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 03may2019. It was reported that balloon inflation failure occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of more than or equal to 90 degrees was located in the mildly calcified distal right coronary artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, the balloon did not expand. The procedure was completed with another balloon with a buddy wire support. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.